Manufacturer narrative:
The reported field event of high voltage output anomaly could not be confirmed in the lab. The implantable cardioverter defibrillator (ICD) was returned for analysis. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) that failed to deliver shocks. The ICD was explanted and replaced. The patient condition was unknown.

Event description:
It was additionally reported that the patient experienced ventricular tachycardia (vt).